Event description:
According to the reporter: the subject underwent an l4-l5 laminectomy and intradural tumor removal for adenocarcinoma on (B)(6) 2012 where an intentional opening of the dura occurred. The dura was sutured. Additional methods, other than the use of duraseal exact, to close and seal the dura have not been provided at this time. The subject complained of bilateral lower extremity pain. An MRI revealed a pseudomeningocele which was confirmed with presence of csf upon re-exploration of surgical site (l4-l5). Re-operation was performed and revealed that duraseal swell combined with and a disc fragment was causing the l4-l5 nerve root compression. Further information will be provided as it becomes available.

Manufacturer narrative:
(B)(4).